Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, and customer reported vomiting. Reportedly, customer's friend helped customer walk out of bathroom then helped customer into mother's car due to elevated (bg). Elevated blood glucose levels were addressed by manual insulin injection. Customer successfully resumed insulin therapy on the pump. Customer¿s blood glucose was 213 mg/dl at time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.